Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was apr 15, 2019.

Manufacturer narrative:
Manufacturing evaluation conclusion: review of the submitted log file data confirmed the reported low flow events; however, a specific cause for the low flow condition could not be determined through this evaluation. It was reported on (B)(6) 2018 that the patient had been having low flow alarms for the past 1.5 hours. The patient¿s mean arterial pressure (map) was noted to be 98 mmhg. The patient was reportedly given hydralazine to reduce his blood pressure; however, he did not respond to the medication and continued to experience persistent low flow alarms. He was additionally given fluid and was reportedly voiding fine. The clinical advised to increase the pump speed to 5200 rpm to overcome the patient¿s hypertensive state until his blood pressure could be clinically controlled, and an echo could be done to check the status of the left ventricle. Following the speed adjustment, the patient experienced a pi event; therefore, speed was reduced to 5100 rpm and the patient was assessed. It was stated that the patient remained clinically stable at the time of the event. Of note, multiple other complaints related to low flow alarms have been reported for this patient both prior to and following this event. Log files were later submitted for review on (B)(6) 2019, at which time it was reported that the patient came in for a clinic visit the day prior. No alarms or specific device related issues or clinical issues were reported by the account at this time. The submitted controller event log file contained approximately 12 hours of data from (B)(6) 2019 9:50 pm ¿ (B)(6) 2019 9:34 am and showed the pump operating at the stored patient speed of 5100 rpm. One active low flow controller fault flag was noted in the entire log file, which was captured the morning of (B)(6) 2019 at 4:15 am. The low flow fault was associated with a calculated average flow value of 2.3 lpm and did not last long enough to trigger an active low flow hazard alarm. Overall, calculated average flow ranged from 2.3-4.6 lpm (average of ~3.8 lpm). The submitted controller periodic log file contained data from 27dec2018 ¿ 07jan2019 and captured data at 1-hour intervals. The stored patient speed was initially 5000 rpm with a low speed limit of 4600 rpm, which was subsequently increased to 5100 rpm with a low speed limit of 4700 rpm on (B)(6) 2018, which is consistent with the reported event. Two active low flow controller fault flags were noted in the entire log file, which were captured the morning of (B)(6) 2018 at 7:20 am and the morning of (B)(6) 2018 at 2:20 am. The low flow faults were associated with calculated average flow values of 1.9 lpm and 2.4 lpm and were not associated with active low flow hazard alarms. The lower flow values below 2.8 lpm were associated with elevated calculated average pi values up to 10.5. The submitted log file data appeared to show the system operating as intended and the actual motor speed remained above the low speed limit without issue. Of note, no controller event log file data was submitted at the time of the reported active low flow hazard alarms in (B)(6)2018; therefore, the low flow alarms at that time were unable to be confirmed through this evaluation. Despite multiple attempts to obtain clarification on the reported "dl issue" from the customer, no additional information was provided. Of note, the complaint reported following this event on (B)(6) 2019 ((B)(4)) indicated that the patient had a driveline infection and it is possible that the reported "dl issue" was in fact referring to the driveline infection. The submitted log file data did not indicate any potential issues with the driveline wires and there is no record of a modular cable exchange or other driveline-related repair in the patient¿s history. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and the complaint file will be closed accordingly. The patient remains ongoing on lvad. The heartmate 3 lvas IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also explains that changes in patient conditions can result in low flow, such as hypertension. In addition, the IFU states that post-implantation hypertension may be treated at the discretion of the attending physician and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. No further information is available. The manufacturer is closing the file on this event.

Event description:
Correction: the original reported driveline issue was clarified by the account as a driveline infection. Multiple attempts for relevant information was done but no response was received.

Manufacturer narrative:
Patient¿s age and weight were not provided. Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen in outpatient clinic and was admitted for a driveline issue. No further information was provided.